Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), product type lead. Product ID 977a260, serial# (B)(4), product type lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient¿s device never worked as the wires were going to the wrong spot. The patient was going to have the implant removed on (B)(6) 2018 and have a new one put in. It was noted that the patient was going to do a trial before the new system was implanted. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they went to see their healthcare provider (hcp) and had a new trial system placed. The patient noted that it worked great. The patient noted that the old system would be explanted when the new system is implanted after the trial. The patient was not sure if the leads were in the right place or not. No further complications are anticipated.